Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error. The blood glucose reading was 85 mg/dl. The insulin pump had not been stored or out of use for an extended period of time. The alarm occurred shortly after inserting a new battery and the customer was advised that the insulin pump experienced an unexpected restart and no monitor the issue and call back if the issue reoccurs.